Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen text was faded or dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 05/27/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and the display screen was found to be cracked. A test display was inserted and was found to function properly. The complaint that the display screen text was dim, faded, and discolored was not able to be adequately investigated due to the blank display issue. Animas is not aware of a systemic issue or normal wear that would result in a damaged display. A definitive root cause for the damaged display cannot be determined because the user's interaction with and use of the pump is unknown. Contributing factors can include inappropriate use by the patient as well as training or maintenance issues. This complaint does not constitute a new failure mode; similar confirmed complaints are evaluated via trend and control charting for escalation including CAPA.